Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the control body corroded, the mecha base plate corroded, the lg cable connector corroded, the shield cover corroded, the deflector washing socket leak, the up pulley wire worn out, the left pulley wire worn out, the light guide fiber bundle (lcb) defective, and the ccd/us probe unit blackout; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.